Manufacturer narrative:
A ge service representative performed an on site investigation. The single board upgrade kit was installed including system interface, video controller, display adapter, image processor, passive backplane, on/off switch, software, gib, ffb, backplane and smart switch assembly. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to boot up. There are no reports of patient injury or death associated with this event.